Event description:
Information received indicates a patient was experiencing pain from a previously implanted elevate anterior graft. Reportedly, the patient had a revision procedure to remove the "locking eyelets" from the graft "in order to relieve her pain symptoms." No further details regarding the procedure or the patient outcome were provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.